Event description:
Additional information received reported that following the device removal the patient noticed that she was having side effects on (B)(6) 2013. It was noted that the patient was experiencing shaking in her hands and hips and the patient¿s nervousness was bothering her. It was reported that the patient was also experiencing urge incontinence and frequency since having the device removed. The reporter stated that the patient was seen again on (B)(6) 2013, the patient made no mention of pain or shaking at that appointment, and the patient was still experiencing urge incontinence and frequency. It was reported that there was no diagnosis of nerve damage and the patient had bipolar disorder.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced intermittent shocking while sitting, during a lightning storm, when near the air conditioner, and when around other electronic devices. It was stated that the patient was sick because of the shocks. The shocking was said to start one month after implant. The patient saw the manufacturer representative about 3 to 4 months ago and the decision was made to turn stimulation off. The implantable neurostimulator (ins) was removed on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a shocking sensation (since the last report) from their implantable neurostimulator (ins) which occurred whether the stimulation was on or off. It was noted that the patient had pain that was "really bad" and a loss of therapeutic effect. The patient stated that they had not been seen by their physician for the issue due to appointment cancellations but was noted that they had an appointment scheduled for (B)(6) 2013

Event description:
It was reported that the patent experienced a shocking or jolting sensation that started approximately a year after implant. The patient had been seeing her healthcare provider (hcp) every month and was reprogrammed but the shocking sensation continued and caused the patient's legs to "tingle". The reporter stated that the patient was still using several diapers/pads due to her overactive bladder, and some changes that had been made to her oral medications. It was noted that the patient turned stimulation off to take baths and for surgeries but continued to feel shocking at the implantable neurostimulator (ins) site (left backside). The reporter indicated that the patient's next appointment with her hcp was going to be on (B)(6) 2013 for reprogramming and system troubleshooting. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated that the patient no longer has concerns about their device and that she had an appointment scheduled the month of the report with her doctor.

Manufacturer narrative:
Product ID: 3093-33 lot# v432344, implanted: 2010 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient recently had her implant removed 3 weeks ago and was experiencing pain, nerve damage, and was shaky. The patient had been trying to get a hold of her healthcare provider (hcp) for the past 2 days.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was seen (B)(6) 2013 for a post-operation follow up and the patient was doing well; no complaint of fever or chills. The staples at the surgical site were removed and cleaned. There was no reported discharge. The patient was to follow up in 3 months. The patient was taking detrol la from frequency and urgency of urination. The patient contacted the physician the morning of (B)(6) 2013 complaining of side effects of the implantable neurostimulator (ins) removal. The patient experienced shakiness to hands and hips. It was stated that the patient's "nervousness" was bothering her. The patient stated that it was not an emergency and wanted to be seen within the next week. The patient was later seen on (B)(6) 2013 for a follow up appointment and complained of discomfort around the right labia, 2 out of 10 scale. The patient denied any pain at the surgical site or back. The patient still had frequency, urgency or urination, and the occasional urge incontinence. The patient was reportedly able to tolerate that and did not want anything else to be done for the time being.